Event description:
As reported by our affiliates in (B)(6), more than five years after the implantation of a 23mm sapien valve in aortic position, the patient received a valve-in-valve implantation using a 23mm sapien 3. The second valve was placed for unknown reasons.

Event description:
As reported by our affiliates in (B)(4) and as learned through the source 3 post market registry, more than five years after the implantation of a 23mm sapien valve in the aortic position, the patient received a valve-in-valve implant using a 23mm sapien 3 valve. The reason for the implantation of the second valve is unknown at this time. Additional information indicates that prior to the s3 implant, the patient had moderate stenosis: peak av gradient 49mmhg; mean av gradient 31mmhg.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
As listed in the product instructions for use (IFU), potential risks associated with aortic valve replacement and bioprosthetic heart valves include device degeneration, valve regurgitation, valve stenosis, and valvular thrombosis. It is normal to have a small gradient across a prosthetic valve after implant; however, elevated gradients may indicate obstructed flow across the valve. Residual gradients after implantation may result from patient factors such as hypertrophic cardiomyopathy (hcm), sub-valvular aortic stenosis, or inadequate leaflet coaptation. It may also be indicative of sub-optimal frame expansion or patient-prosthesis mis-match. Over time, gradients can develop or worsen due to leaflets being affected by the development of calcification, or the formation of pannus/host tissue, or thrombus. Valve stenosis may result from early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Mild-moderate stenosis will typically not require intervention, whereas severe stenosis is more likely to be clinically significant and require intervention. In this case, limited information was received but the valve failure reported may be due to progression of the pre-existing disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.